Event description:
A caller reported experiencing cgm error 42, which indicated a malfunction in continuous glucose monitoring. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions on resetting the pump, and after the reset, the error was not displayed again. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.